Event description:
It was reported that the device does not turn on. No patient injury was reported.

Manufacturer narrative:
The device was returned with a cracked battery cover. The customer's complaint was confirmed; the device did not turn on to ventilate. A faulty electrical chassis was determined to be the root cause. After replacement, repairs, and preventive maintenance, the device passed functional tests. A manufacturing device history record review was performed and deemed unrelated to the current customer reported problem. D5 and e4 are unknown.